Event description:
It was reported that this patient's implantable pulse generator (pacemaker) had a lead safety switch, a feature that changes bipolar configuration to unipolar, on the right atrial (ra) lead due to a single high pacing impedance measurement of over 3000 ohms. Technical services (ts) discussed possible causes like connection issues or lead integrity issues and suggested to keep the lead in unipolar pacing/bipolar sensing. Reportedly, inappropriate atrial tachy response episodes have been recorded due to oversensing. After chest x-rays were performed, no noticeable fracture or integrity issue was found. Ts indicated that only other possible cause for the issue could be a tight suture around the lead. This information will be discussed with the physician and the ra lead was reprogrammed to unipolar pacing/bipolar sensing as recommended. Reportedly, the patient was brought to the clinic for an magnetic resonance imaging (MRI), and the system could not go on MRI mode due to out-of-range ra lead impedance. The ra lead had to be turned off in order to turn on the MRI mode on, and was turned on after the MRI was done. Both the patient's pacemaker and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) had a lead safety switch, a feature that changes bipolar configuration to unipolar, on the right atrial (ra) lead due to a single high pacing impedance measurement of over 3000 ohms. Technical services (ts) discussed possible causes like connection issues or lead integrity issues and suggested to keep the lead in unipolar pacing/bipolar sensing. Reportedly, inappropriate atrial tachy response episodes have been recorded due to oversensing. After chest x-rays were performed, no noticeable fracture or integrity issue was found. Ts indicated that only other possible cause for the issue could be a tight suture around the lead. This information will be discussed with the physician and the ra lead was reprogrammed to unipolar pacing/bipolar sensing as recommended. Eventually, the patient was brought to the clinic for a magnetic resonance imaging (MRI), and the system could not go on MRI mode due to out-of-range ra lead impedance. The ra lead had to be turned off in order to turn on the MRI mode on and was turned on after the MRI was done. Both the patient's pacemaker and ra lead remain in service and no adverse patient effects were reported.